Event description:
It is alleged that an extravasation resulted during a knee arthroscopy procedure. It is reported that the knee and thigh had become firm and swollen. Several attempts made by MFR to obtain pt and device info but user facility has never responded. It is alleged by user facility that "sensor failed to indicate that there was pressure built up". User facility could not provide info regarding types of cannula used; location of inflow and outflow cannula; where the pressure line was inserted; actual pressure setting; flow rates, etc. All of which affect the function of the pump. It is believed the pt was discharged the same day.